Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, the balloon and a section of the shaft were completely separated from the shaft approx 8mm from the proximal glue bond. The balloon was inspected and no apparent damage was found. There appeared to be a cresent type marking in the shaft of the catheter where the distal portion of the shaft separated. Unsure if the separation in the shaft was a cut/gouge from an unidentified object used during the procedure or if it was a rupture of some sort. The result of the investigation was confirmed for detachment of component, root cause unknown.

Event description:
It was reported the balloon detached from the shaft during an a/v access procedure. No stent was used. A manometer was used and the pta was not inflated over 30 atm. There was no pt injury reported.